Event description:
It was reported that the yellow level sensor was faulty. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the user facility's biomedical engineer, the issue was determined to be user error and no additional services are needed.

Manufacturer narrative:
Per data log review: on (B)(6) 2022, there were many instances of the alarm probe status changing from coupled to uncoupled, back to coupled. There were over 200 instances of this on (B)(6) 2022. When the level detection is turned on this will always cause an audible alert. If the uncoupled condition last for longer than 100 milliseconds (ms), a 'level not attached' alert will occur. The same behavior was observed in the logs on (B)(6) 2022 and (B)(6) 2022. Per the manufacturer's clinical specialist, after the heating/cooling unit was turned on and warmed up for prime, everything observed was fine for 29 minutes. He cycled the alert and alarm level sensors ten times, and each time the level detection system put the pump in coast or stop. Two minutes after doing the tests, they received a yellow unattached alarm. During the same testing on another day, the same alarm was received, but this time the red sensor was replaced with an older red sensor and the unit worked for 35 minutes without alarming. The sensor was used in a case with no issue. It was also noted that the sensor pads were not manipulated.

Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's clinical specialist, the sensors were replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.